Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. Device evaluation found moisture inside the charge coupled device (ccd) glass. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an image issue. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.